Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited noise. It was suspected that the lead had an insulation break. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Final analysis found external insulation abrasion noted from 7.2cm to 8.1cm from the connector pin consistent with friction to the can.